Event description:
It was reported that allergic reaction and hypotension occurred.during a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. Both transesophageal echocardiogram (tee) and intracardiac echocardiogram (ice) imaging were used. Right femoral venous access was obtained, and transseptal puncture (tsp) was performed using the versacross connect (vcc) transseptal access system and a watchman fxd double curve access system (was) under ice guidance. Tsp was uncomplicated, and the left atrium (la) was accessed without difficulty. Shortly after tsp, the anesthesiologist reported a sudden drop in blood pressure, and it was noted that the patient's ejection fraction (ef) appeared significantly reduced compared to baseline. The implanting physician performed an immediate evaluation for pericardial effusion and air embolism, both of which were ruled out. The procedure continued and a 31mm watchman flx pro closure device was advanced, deployed, and implanted without complication. The procedure was concluded. The patient remained intubated and was transferred to the intensive care unit (ICU) for further monitoring. Following the procedure, the anesthesiologist expressed concern for a possible anaphylactic reaction and reported that the patient was currently doing well and is expected to recover. The patient remains hospitalized. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.